Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the analyzer and found the wbc (white blood cell) bath overflowing because of a slight kink in tubing through pinch valve lv14. The fse trimmed the length of the tubing and the instrument ran without leaks. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was from a bath inside the instrument. The volume of the leak was less than 1 ml and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.